Event description:
After 10 days of intubation, the inflation tube dislodged.

Manufacturer narrative:
The patient had to be re-intubated. Interruption in therapy caused the patient to be re-intubated. Patient involvement as the inflation tube falling out could cause hypoxia. Complaint confirmed with photo. Root cause most likely lack of solvent applied to product by operator. Risk analysis performed with RMA-20024b and severity of complaint determined to be 6/10. Complaint sent to supplier and they provided their root cause investigation and inventory inspection. Sent resolution to the customer.

Manufacturer narrative:
The patient had to be re-intubated. Interruption in therapy caused the patient to be re-intubated. Patient involvement as the inflation tube falling out could cause hypoxia.

Event description:
After 10 days of intubation, the inflation tube dislodged.